Event description:
Ous MDR - at implant electrical measurements on this rv lead were acceptable. During the follow-up on (B)(6) thresholds were up to 4.8v @ 1.5ms. The physician decided to have a look at the lead under fluoroscopy. He found the lead was dislodged. On (B)(6) 2014, the lead was repositioned with good electrical values. No adverse patient effects were reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.